Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead exhibited low r-waves and high thresholds and the right atrial (ra) lead exhibited low p-waves with intermittent capture at maximum outputs. A chest x-ray was performed which indicated that the leads had dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.